Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was found desaturated and assessed that the device was kinked at the mouth junction toward the throat. A tube replacement was performed.